Event description:
It was reported that, "upon final film, dr (B)(6) wished to change screw placement. Trying to extract, the stylus broke. Wasted a plate and eight screws."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.